Manufacturer narrative:
Retainer = clear. Customer returned insulin pump for alleged blank display, pump error 64 alarms, and cosmetic damage on the battery compartment found on (B)(6) 2021. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was monitored and no unexpected powering off or blank display noted. A review of the history files reveal that on 8/12 there was one (1) failed battery test (battery failed) at 07:31 and two (2) battery out limit (power loss) alarms at 07:48. No pump error 64 alarms noted during testing or could be found in the history files and no excessive or unusual power/battery related alarms on or near 8/11/2021. The insulin pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor however found the keypad overlay and button dome switches peeling and corrosion on the keypad assembly. Pump error 63 alarm is due to broken pin 6 (sda) trace at u1 on the keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, missing display window cover, stained keypad overlay, peeling keypad overlay, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display and pump error 64 alarms are not confirmed. No blank display during testing. No pump error 64 alarms during testing or found in the history files. Pump error 63 alarm is confirmed due to broken pin 6 (sda) trace at u1 on the keypad assembly. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error with crack in battery compartment pump. Customer stated that they received an insulin pump error. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.